Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/27/2023. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received one open sample that pertain to product code y399h. During the visual inspection of the sample, the swage and attachment area was noted to be as expected. The barrel hole was examined under 10x magnification for suture remnant, and none was observed. The suture end was examined and there isn¿t sufficient impression at the swage end, resulting in a light swage. Based on the information currently available, light swage issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Component code: g07002. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: what is the lot number? Unk. Device return follow-up. The device has been received at sukagawa and will be shipped. Please check rmao. The following additional information was received: product code: y339h => y399h. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown ob-gyn surgery on (B)(6) 2023 and suture was used. During the procedure, the suture had been detached from the needle. It was not a control release needle. There were no adverse consequences to the patient.